Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused throat cancer and lymphoma. The patient did report to receive medical intervention and saw his pcp and had a biopsy, pet scan, bone biopsy and MRI. The patient received chemotherapy and had a port placed in the chest. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused throat cancer; obstructive sleep apnea and lymphoma. The patient did report to receive medical intervention and saw his pcp and had a biopsy, pet scan, bone biopsy and MRI. The patient received chemotherapy and had a port placed in the chest. The reported event of throat cancer; obstructive sleep apnea and lymphoma was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The patient received chemotherapy and had a port placed in the chest. The device has not yet returned to the manufacturer for evaluation at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. The manufacturer previously not captured section d5-operator of the device and it has been updated in this report. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-16979-1 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR). Section b2 was corrected to other serious or important medical events. (Previously it was blank). Section h1 was changed from malfunction to serious injury. Section h6- health impact code was updated.